Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor session ended without giving an alert. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. The reported event of a sensor session ending without giving an alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.